Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory sub culture testing was performed. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that touchscreen hang and some false positives vial after rebooting. The fse went down onsite and checked the instrument voltages and downloaded logfiles, found no abnormalities. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory sub culture testing was performed. Results were not reported and there was no report of patient impact.